Event description:
Additional information received from a consumer reported the replacement of the recharger resolved the patient's stomach hurting and their speech issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 3387s-40, lot# v605118, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v605118, implanted: (B)(6) 2011, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6)2011, product type: extension. Product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient saw the thermometer screen (too hot) while recharging and was not getting coupling. The patient programmer showed that the device was on. The patient was sleeping while recharging and was recharging under blankets. She had been recharging while she sleeps the last 3 years. The patient was instructed to try recharging in a ventilated area, but this did not resolve the issue. It was also reported that the patient had a sudden onset of symptoms included messed up speech and stomach pain in the area that the implantable neurostimulator (ins) was located. The patient had drug induced parkinsonism. It was noted that the recharger antenna was damaged and that the patient was sent a replacement antenna. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.